Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the operator encountered placement difficulties during the implant procedure. It was noted that during threshold test later on the implant day, the right ventricular (rv) lead exhibited unstable thresholds and intermittent pacing the lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the operator encountered difficulties to extend the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.